Event description:
It was reported that there were multiple inappropriate detections, and inappropriate therapies were delivered due to oversensing. The lead impedance measurements were as high as 1760 ohms, and the short interval counter was elevated. The final disposition of the lead is not known. Additionally, a (B) (6) alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, elevated rv pacing impedance ranging from 624-1760 ohms, and an elevated sensing integrity counter. An elevated value of this counter can indicate a possible intermittency in the system.

Manufacturer narrative:
(B) (4)